Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and failure to capture. A lead revision was performed. The lead was repositioned and remains in use. It was noted that the position of the lead appeared to point towards the rv wall and may have not been in contact with the tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.